Event description:
Provider states that out of box the chair has an issue with the pivot link ((B)(4)). Provider is not sure the specific issue he will find out and call back. No additional information provided.